Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Additionally, a second lead was implanted to completely cover the patient¿s pain area. Reportedly, effective therapy was restored post op.

Event description:
It was reported that patient was unable to increase the stimulation. Impedance check revealed high impedances on the lead. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. E1: reporter address line 1: (B)(6).

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken. The cause of the event remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.